Event description:
It was reported that "invalid data" for one of the ventricular fibrillation (vf) episodes. The patient is being monitored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Diagnostic problem: programmer save to disk (std) data shows "??? Invalid data received for episode." For data - arrhythmia episodes on 10-jan-2013 for episode #719. (B)(4).